Event description:
It was reported that sporadically spo2 measurement shows no reading of a value, only a curve. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigation the reported incident. A f/u report will be submitted as soon as the investigation has been completed.